Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the broviac cv catheter, single-lumen, 4.2f. During the catheter replacement procedure, it was allegedly the area from the thick end of the catheter to the narrowing step and insertion point was found to be dark red in patches. A bulge was noted within the catheter directly below the step. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one s/l catheter in two segments were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Blood residues were noted on the device. Discoloration was noted. Hydrostatic pressure was applied by clamping the distal end of the catheter. Upon infusion, the proximal portion of the strengthening sheath of the catheter was noted to be ballooned. A longitudinal split was made small amounts of water were noted exiting the split area. An additional longitudinal split was made, and split was found in the center portion of the inner tube within the clamping sleeve. The split were jagged edges, and surface could not be determined. Therefore, the investigation is confirmed for the reported discoloration, material protrusion and identified stretch and catheter burst. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI) #), d6(b), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the broviac cv catheter, single-lumen, 4.2f. During the catheter replacement procedure, it was allegedly the area from the thick end of the catheter to the narrowing step and insertion point was found to be dark red in patches. A bulge was noted within the catheter directly below the step. The catheter was removed. There was no reported patient injury.